Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a left side ventricular tachycardia ablation procedure, a pericardial effusion occurred. During activation mapping with the catheter, the patient became hypotensive. An ultrasound confirmed an effusion in the inferior posterior part of left ventricle for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.